Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with one cartridge during basal delivery and the load process. It was reported that the customer's blood glucose (bg) level was 407 mg/dl with traces of ketones.; however, it was unconfirmed if bg level was due to the reported issue. The customer's mother administered a manual insulin injection. In addition, the contact was able to load a new cartridge successfully.